Event description:
Boston scientific crm received information that oversensing of this patient's atrial fibrillation with rapid ventricular response was observed on this atrial lead, which led to an inappropriate shock. No adverse patient effects were observed and this lead remains in service. At this time, no additional information is available. If additional information becomes available, this report will be updated. The type of intervention performed, if any, is unknown.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.